Manufacturer narrative:
Continuation of concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot : n/a, version: (B)(4). The logs were returned for software analysis. The software was found to be unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the manufacturer representative was creating new views in the software, the system stated it had an internal error and had to reboot. When the system came back up, the representative was able to successfully create new view profiles. There was no patient involvement.